Event description:
It was reported that the patient presented in clinic with atrial flutter and high intrinsic ventricular rate. During interrogation, the patient's pacemaker exhibited radio frequency (rf) lockout and only wand telemetry was available. The physician switched the pacemaker to nominal settings but the pacemaker continued to pace at vvi at 120 pace per minute. The patient's condition was, however, uncompromised since the patient had high ventricular rate prior to the interrogation. It was also noted that the device only allowed vvir setting in bradycardia mode when the rate response was turned off. Programming changes were eventually made successfully. The patient was in stable condition.